Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was monitored in 50c oven for several days and no button error alarm noted. The pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 44mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.